Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "clinician noticed the distal hub of catheter was cracked during patient use. The patient is a toddler who was bed bound but was also held by parents. The clinician noticed the hub was cracked and the line was removed, not replaced." No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "clinician noticed the distal hub of catheter was cracked during patient use. The patient is a toddler who was bed bound but was also held by parents. The clinician noticed the hub was cracked and the line was removed, not replaced." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of catheter split/torn was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: to reduce the risk of damage to extension line from excessive pressure, each clamp must be opened prior to infusion through that lumen to prevent any possible adverse affects on monitoring capabilities. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.